Event description:
Physician used an angiosculpt device to perform a percutaneous coronary intervention (pci) in the pt's lad lesion. The angiosculpt device was inflated 3 times at 8 atm and physician noted a dissection occurred. Pt lesion had minimum tortuosity and moderate calcification. Lesion was stented with a promus 2.25 stent (not mfg by angioscore). No clinical pt injury was reported by the physician.

Manufacturer narrative:
A dissection occurred during the use of the angiosculpt device which required the lesion to be stented. The angiogram provided confirmed the dissection in the distal portion of the lad and subsequent stent placement resolved the dissection. The angiosculpt catheter was discarded by the hospital, thus unable to evaluate device. An MDR is being submitted because a dissection occurred during the procedure. There was no clinical injury reported by the physician. The physician placed a stent due to the dissection; therefore, add'l medical intervention was performed by the physician as a result of the angiosculpt device. According to the instructions for use (IFU) for angiosculpt ptca scoring balloon catheter ex, arterial dissection is listed as a possible adverse effect to the procedure.